Event description:
It has been reported that the provisional is fractured.

Manufacturer narrative:
Review of the device history records and receiving inspection report identified no deviations or anomalies. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Persona tibial articular surface provisional left gh bottom (tasp) was returned with the complaint for review. Visual inspection of the tasp bottom confirmed that returned tasp exhibits signs of repeated use and has fracture on the lateral side of the post. The lot was manufactured on nov 26, 2013 and has therefore been in the field for approximately three years. It is unknown how many times the device was used. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.